Event description:
On (B)(6) 2009, pt reported her check button would not respond when pressed during the change the cartridge process. She said that she was eventually able to get the infusion device running but was not sure how. Verified that the infusion device was in stop mode. Had pt press the check button; heard the infusion device beep. Pt described that the screen displayed accu-chek at the top and u on the right of the screen, but the numbers for the cartridge volume did not display. Attempted to place the infusion device in run mode, but the e10 (cartridge error) displayed on the infusion device. Assisted pt through the change the cartridge process setting the volume to the level of the insulin cartridge. She stated she primed until the air bubble was no longer visible, but she did not see insulin come out of the end of the infusion tubing. Pt reported she noticed insulin had spilled inside the infusion device; she did not believe that the insulin cartridge leaked. Pt stated that the insulin spilled because she inserted the insulin cartridge while the infusion tubing was disconnected from the insulin cartridge. Pt described the amount of insulin spilled in the pump was "a few drops" and not enough to pour out. She stated she dried out the insulin cartridge compartment with a tissue. Assisted pt through the change the cartridge process on the primary infusion device setting the piston rod to the level of the insulin cartridge. Had her prime until insulin came out of the end of the infusion tubing and she reconnected the tubing to her infusion site and placed the pump in run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.